Event description:
He was hospitalized with dka. Troubleshooting was performed and pump failed high pressure test.

Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.